Manufacturer narrative:
This report is submitted on january 8, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient reported intermittencies with device use. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery. This report is submitted on march 8, 2019.